Event description:
When the product was advanced to the lesion over the guidewire, there was a resistance between the stent and lesion; therefore, it could not be placed at the target lesion. The physician withdrew the stent delivery system out of the pt's body. Upon inspection of the product, it was found the stent was misaligned out of its original position on the balloon and the stent flare was stretched. There is no info as to which end of the stent (proximal or distal) was flared. The pt was male (age unk). The target lesion was the right renal artery. The vessel was severely calcified and mildly tortuous and an 80% stenosis was present. The product was prepared as per the IFU. The physician had no difficulty accessing the lesion with a guidewire and advancing the device to the lesion. Once at the lesion, because of the severe calcification that was present, he was unable to cross the lesion with the stent delivery system (sds). The product was safely removed from the pt. There is no info as to how the procedure was completed. There was no reported injury to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing.